Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed the cartridge and resumed insulin delivery. Customer¿s blood glucose level was 293 mg/dl.